Manufacturer narrative:
Initial surgery on (B)(6) 2017: neurolysis on the right median nerve. Early (B)(6) 2017 the patient returned to the surgeon with complaints of redness and swelling. Patient was requested to cool the site and was subscribed antibiotics. On (B)(6) the patient returned to the surgeon who observed too little improvement upon which she decided to do a surgery on (B)(6) by opening the wound and rinse the site.

Event description:
Approximately 3,5 months after surgery the patient developed a swelling at the site of implantation.